Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. All available information indicates that rv lead remain in service. No additional adverse patient effects were reported.